Manufacturer narrative:
The account replaced the brake casters and brake steer caster to resolve the issue.

Event description:
The account alleged the brake casters are not holding when engaged. No pt impact.